Manufacturer narrative:
Device evaluation: balloon inflates. Guidewire does not pass through entire length of device. Air passes through so device is non patent but not fully occluded. Strain relief removed. Location of non patent spot confirmed at the joint.

Event description:
During preparation for use, when attempting to place the bridge balloon on the guide wire, it got stuck at the port of the balloon and would not pass up the wire. Another bridge balloon was successfully prepped; procedure was completed with no reported patient injuries.